Event description:
It was reported that urine leaked in the bifurcation of the shaft and the funnel of the catheter. Per email received from ibc representative on 29-jul-19, the catheter breakage was found around the bifurcation of the funnel.

Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was used for treatment and diagnosis purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted the catheter shaft was completely torn through at the trifurcation from the funnel area, with a portion of the shaft remaining inside the hub. A wire was protruding from the thermistor lumen at the torn end of the shaft, likely a result of being pulled from the funnel. This is out of spec per inspection procedure, which states "cuts in lumens are not allowed." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharped-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked in the bifurcation of the shaft and the funnel of the catheter. Per email received from ibc representative on 29-jul-19, the catheter breakage was found around the bifurcation of the funnel.